Event description:
Heartmate 3 patient presents with melena and anemia (5.2) in the setting of international normalized ratio (inr) > 15. Inr was reversed and 2 units transfused blood were required. Endoscopic evaluation included colonoscopy which revealed 5 polyps which were removed. Biopsy results revealed tubular adenoma for four of the polyps, and one with tubovillous adenoma with high-grade dysplasia. Successful heparin to coumadin bridging; no aspirin due to recurrent gastrointestinal bleeding (gib).